Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the battery was depleting quickly. Multiple attempts have been made by tandem technical support to follow up with customer. There was no reported adverse impact. No additional information was provided.